Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was at the movies in (B)(6) of 2017, the week prior to (B)(6) 2017, and the patient experienced weird feedback. It was like the stimulation had a vibration and it was more intense and painful. It was noted that it was an (B)(6) movie. The patient turned off therapy and the sensation went away. The patient was redirected to follow-up with a healthcare professional to have the ins/leads checked. It was noted that this was a sudden change in therapy/symptoms.